Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: triathlon p/a cr beaded #7l; cat#5517-f-701 ; lot#l3x7h. Tritanium bplate triathlon s7; cat#5536-b-700 ; lot#ctd56017. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.

Event description:
Removal of triathlon cr left femur size 7, tritanium baseplate size 7, insert 7 cs 11mm due to infection.